Event description:
Per the clinic, the device was explanted for unspecified medical reasons on (B)(6), 2011. It is unknown if the patient was reimplanted with another device as of the date of this report, (B)(6), 2011. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4).